Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that multiple complications were encountered during impella 5.5 support. Three days into support, the patient endured an episode of ventricular tachycardia while in the computed tomography. The patient was cardioverted back to sinus rhythm. In addition, the cutdown site was seen to have some swelling and bruising which was not acutely worsening. Three days later, the anticontamination sleeve was found to be damaged at the distal end. The sleeve was cleaned and wrapped with tegaderm to manage the damage. Support was continued uninterrupted and the procedure outcome was successful.